Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research (B)(4)). Details of this activity were discussed with cdrh office of compliance (B)(4) during a tele-conference on "05/31/201" this incident occurred during surgery. Unable to proceed with the case or delay in the procedure. Therefore this complaint is concluded as reportable. All available information has been disclosed. This complaint has now been closed.

Event description:
Error code fop5001 device hardware. Foot pedal failed during surgery unable to proceed with case. Module will be replaced.